Event description:
A report was received that the patient was explanted due to an infection at the midline incision which was moving towards the ipg site. The patient's symptoms were discharge and inflammation at the midline incision site, redness and fever. The physician feels the infection was procedure related and due to the fact that he used staples. The patient was given oral antibiotics and is reportedly doing well following the procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-1110-02 serial # (B)(4) description: precision implantable pulse generator (ipg) model # sc-3304-25 serial # (B)(4) description: splitter 2x4-25 cm model # sc-2218-70 serial # (B)(4) description: linear st lead, 70cm the explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.